Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 45 mg/dl. Prior to the event, the customer accidentally primed the insulin pump while being connected to the infusion set, and received 100 units of insulin. The customer stated that the numbers were ramping up on the screen, but the insulin didn't give the beeps like it normally does. Advised that the insulin pump would be replaced due to a possible issue with the force sensor. Nothing further was reported.